Event description:
It was reported that faradrive steerable sheath clear selected for pulmonary vein isolation farapulse procedure. During the procedure they removed the sheath from the packaging, flushed it as per protocol and inserted it into body. Aspiration of the sheath without the catheter showed no issues. However, once the catheter was inserted and advanced to the point of visibility aspiration revealed the presence of air bubbles. They removed the entire set up and repeated the process aspiration without the catheter and aspiration again, air was once more detected. Changed the catheter and procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for pulmonary vein isolation farapulse procedure. During the procedure they removed the sheath from the packaging, flushed it as per protocol and inserted it into body. Aspiration of the sheath without the catheter showed no issues. However, once the catheter was inserted and advanced to the point of visibility aspiration revealed the presence of air bubbles. They removed the entire set up and repeated the process aspiration without the catheter and aspiration again, air was once more detected. Changed the catheter and procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis. It was further reported that no damage was initially noted on the catheter. Guidewire was in the catheter, just a tiny part of the guidewire was just outside the catheter. The bubbles were noted both in the syringe using to aspirate and in the flush line connected to the shaft of the sheath to the syringe. No abnormalities were noted during the preparation. No fluid was noticed, only air in the flush line and also no fluid leaking was present. No air was seen in the patient, no patient complications where present. Irrigation was performed using a pressure bag at a flow rate of recommended. No leaks were detected and no air was seen in patient.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the faradrive sheath was visually inspected and no abnormalities or defects were found on the exterior of the sheath. Next, the returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the outer and inner faces near the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The complaint allegation was confirmed through product analysis.

Manufacturer narrative:
Additional information added to b5: describe event or problem. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for pulmonary vein isolation farapulse procedure. During the procedure they removed the sheath from the packaging, flushed it as per protocol and inserted it into body. Aspiration of the sheath without the catheter showed no issues. However, once the catheter was inserted and advanced to the point of visibility aspiration revealed the presence of air bubbles. They removed the entire set up and repeated the process aspiration without the catheter and aspiration again, air was once more detected. Changed the catheter and procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis. It was further reported that no damage was initially noted on the catheter. Guidewire was in the catheter, just a tiny part of the guidewire was just outside the catheter. The bubbles were noted both in the syringe using to aspirate and in the flush line connected to the shaft of the sheath to the syringe. No abnormalities were noted during the preparation. No fluid was noticed, only air in the flush line and also no fluid leaking was present. No air was seen in the patient, no patient complications where present. Irrigation was performed using a pressure bag at a flow rate of recommended. No leaks were detected and no air was seen in patient.